Manufacturer narrative:
(B)(4). Product review of the air dermatome on november 11, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was out of specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on november 11, 2019 which included replacement of the poppet, screw, throttle hinge gasket, throttle hinge, needle bearing, external e-ring, reciprocating arm, internal retaining ring, spring seal, poppet housing, o-rings, planetary gears, bearings, wave washer, pins, planetary carrier, and motor. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the poppet, screw, throttle hinge gasket, throttle hinge, needle bearing, external e-ring, reciprocating arm, internal retaining ring, spring seal, poppet housing, o-rings, planetary gears, bearings, wave washer, pins, planetary carrier, and motor were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
This dermatome was sent out for preventive maintenance and it is a coincidental finding that the motor and bearings are bad. It was not given advising there was a problem and it was in need of repair. After the investigation was conducted it was found that the motor speed was out of specifications, making this complaint reportable.